Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was programmed with a 5.0 unit bolus. The bolus delivered properly. No air bubble anomaly noted. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 8:30 am with a high blood glucose level of 514 mg/dl. The customer was treated for their blood glucose with IV drip. There were no indication of a malfunction on the customer's insulin pump but the customer insisted on having their device replaced.